Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer was experiencing unexplained low glucose for four hours. Troubleshoot was performed. It was stated that the customer's glucose was 20 mg/dl and insulin was given. By the time the customer was admitted for glucose level was 120 mg/dl. The caller stated that the customer was asleep and unresponsive. The customer's most recent glucose reading was 180 mg/dl. The caller stated that the customer has been disconnected from the insulin pump and requested training for his wife in order to restart using the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.